Event description:
Customer reported feeling dizzy and having chest pains with result of 96 mg/dl obtained on the compact plus system. Paramedics were called, and customer tested 364 mg/dl on professional device 30 minutes after result obtained on compact plus system. Customer was treated with humalog and taken to the hospital. While at the hospital, customer tested approximately 300 mg/dl on the compact plus system and 96 mg/dl - 129 mg/dl on professional device within 10 minutes. Customer states this occurred twice at the hospital. No actions were taken based on these results. Customer was discharged from the hospital 2 days later and his condition has improved. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.